Event description:
Corneal flap could not be entirely opened.

Manufacturer narrative:
Operator applied too much visiol onto the cornea; excess viscoelastic placed between the eye and the applanation surface led to a flap of interior and irregular thickness.